Event description:
Customer reports unusable applier. No pt injury or intervention reported.

Manufacturer narrative:
Corrective and preventative actions completed. MFR will continue to track and trend for similar incidents.